Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester was getting liquid fat in the tip which messed up his vision. A new kit was used to complete the procedure. There were no patient effects. The lot number and why the product is not returning are unknown.

Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. Internal file number- (B)(4).